Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2022, a 3-month post-implant transesophageal echocardiogram (tee) was performed, and a thrombus was seen on the occluder. The thrombus was 19.9 mm by 10.8 mm, diffuse, not mobile, and laminar in shape. The antiplatelet clopidogrel was stopped, and the anticoagulant dabigatran was started. No patient consequences were reported.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. An event of thrombus on the device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was taking the anticoagulant dabigatran prior to the implant of the amulet occluder on (B)(6) 2022. During the procedure on (B)(6) 2022, the 12f amplatzer torqvue 45x45 delivery sheath was reported to be in the patient for a total of 21 minutes, which was not considered to be a significant period of time. During procedure, the patient's international normalized ratio (inr) was 1.2, and the activated clotting time (act) level during procedure was 363 seconds. Heparin 14000 units was administered during procedure. After the device was implanted, the patient was prescribed antiplatelet clopidogrel and aspirin leading up to the 3 month follow-up tee on 16 june 2022. Patient was complaint with their medications. The thrombus seen on the device was reported to be a layered, soft thrombus over the disc of the device. The patient has a history of multiple myeloma which can contribute to hypercoagulability. The patient does not receive any medications that could contribute to thrombus formation. The patient was reported to be stable and discharged. Follow-up imaging is scheduled for 1 september 2022. No additional information was provided.